Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". No root cause was provided. A review of initial radiographs showed a crown on tooth 4.5 without evidence of periodontal compromise. While planned tooth movements were not classified as complex, a treatment relationship cannot be fully excluded given that the patient completed 40 aligners. There is no conclusive evidence provided that supports or opposes whether the invisalign system aligners caused or contributed to the reported disability or permanent damage. Based on the available information, the patient had a tooth loss (permanent damage), and the invisalign system aligners were being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient had the symptom of an unspecified extraction (which appears to be tooth 4.5 according to align records). No additional information available at this time.